Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported lead dislodgements.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. It was noted that the lead dislodged several times during the procedure with the helix extending erratically. The physician elected to extract the lead and complete the procedure with the successful implant of another lead. No adverse patient effects were reported.